Event description:
It was reported that during the procedure that the balloon (subject device) was leaking during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No other information was provided.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It is possible that the balloon may have been damaged during advancement through tortuous anatomy and strong calcification near the lesion causing the reported balloon leak. However, this could not be definitively determined as the device was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable will be assigned to this complaint of balloon leaked during use.

Event description:
It was reported that during the procedure that the balloon (subject device) was leaking during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No other information was provided.